Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had already discharged home without problem. Device evaluation could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that the microcatheter was interfered with the heavily calcified lesion and caused damage to its tip. The damaged tip eventually became separated by pulling force applied in an attempt to remove the microcatheter from the anatomy. Review of manufacturing records showed that there was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 90-99% stenosis in the lad #7, the subject microcatheter was advanced following a guide wire; however, it failed to cross the lesion. The guide wire was exchanged to a rota wire and then the microcatheter was removed. A rota burr was then delivered when a foreign material was found distal to the burr. The physician checked the microcatheter and found that the tip was separated. Another guide wire was advanced parallel to the rota wire and two guide wires were tangled in order to retrieve the separated tip. After the separated tip was successfully retrieved, a new rota wire was crossed the lesion and rotablation was performed. The procedure was completed with successfully reestablished blood flow by stenting.